Event description:
It was reported that guidewire tip detachment occurred. A 185cm pt2 guidewire was selected for use for a procedure. During procedure, it was noted that the tip of the wire detached. No further patient complications were reported. It was further reported that the target vessel the physician working on was in the intermedius branch of the left coronaries. The wire has bend in radiopaque segment 360 degrees without interaction with other devices. The detachment occurred inside the patient and have been left inside the very small secondary branch. The procedure was completed with other pt2 wire. The patient's status was both stable and asymptomatic.

Event description:
It was reported that guidewire tip detachment occurred. A 185cm pt2 guidewire was selected for use for a procedure. During procedure, it was noted that the tip of the wire detached. No further patient complications were reported.